Manufacturer narrative:
The manufacturer previously reported that the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. The vent inoperative code was not duplicated during operations check. The device error log was reviewed, and a "motor shutdown" code was identified. The device main board and blower assembly were replaced to address the issue. The device's flow sensor was also replaced to address a final test failure. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. The vent inoperative code was not duplicated during operations check. The device error log was reviewed, and a "motor shutdown" code was identified. The device main board and blower assembly were replaced to address the issue. The device's flow sensor was also replaced to address a final test failure. Section d8, d9, h1, h3, h6, and h11 updated.